Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17-apr-2017 and 24-jul-2017. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: fold creases and brown particles. The weight of the device is within specification. Cloudy after the disinfection process in the autoclave. Based on the device analysis the final assessment is: fold/ creases. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient and healthcare professional reported right side "capsular contracture," baker grade iii and "creases". Device has been explanted.